Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-feb-2020. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure (ess205) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On (B)(6) 2020, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, both uterine tubes removed, right cornu resected.). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and weight increased with essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: 2020-0067) on 05-feb-2020. The most recent information was received on 23-jun-2020. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (ess205) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient experienced headache ("headache"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain (+20 kg)") and blood pressure increased ("rr (riva rocci) increased"). The patient was treated with surgery (laparoscopy, both uterine tubes removed, right cornu resected). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, weight increased and blood pressure increased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, blood pressure increased, headache and weight increased with essure (ess205). The reporter commented: essure was removed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: device removal questionnaire received. Patient information added (adult, 160cm, 71kg). Patient initial provided.essure product insertion date: (B)(6) 2006.essure was removed by request of the patient. New events added: headache and rr (riva rocci) increased. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-feb-2020. The most recent information was received on 13-feb-2020. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure (ess205) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy, both uterine tubes removed, right cornu resected.). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and weight increased with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-feb-2020. The most recent information was received on 04-mar-2020. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure (ess205) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy, both uterine tubes removed, right cornu resected.). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and weight increased with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: case closure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.